Event description:
It was reported that during the procedure, the metal tip broke off st .05 kj. The case was completed with another duotome device.

Manufacturer narrative:
Device was requested to be returned for evaluation. A follow up MDR will be filed when the device is returned and evaluated.